Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) therapy and shocks for an atrial arrythmia with rapid ventricular response (rvr). The therapy and shocks delivered did not converted the arrythmia. Technical services (ts) confirmed that the atrial fibrillation (af) was undersensed by the device and recommended reprogramming configurations. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) therapy and shocks for an atrial arrythmia with rapid ventricular response (rvr). The therapy and shocks delivered did not converted the arrythmia. Technical services (ts) confirmed that the atrial fibrillation (af) was undersensed by the device and recommended reprogramming configurations. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is report is being submitted to correct the initial reporter phone ( e1), in section e, initial reporter. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.